Manufacturer narrative:
Add'l info: (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: the lens was implanted on (B)(6) 2016. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -3.00/+6.00x23 diopter in to the patient's left eye (os) on (B)(6) 2016. It was indicated the patient experienced refractive surprise, the lens remains implanted.